Manufacturer narrative:
The cause of the leak is attributed to the tubing through vl49 being worn. (B)(4).

Event description:
The customer reported beckman coulter inc. That the coulter hmx hematology analyzer with autoloader froze and would not run a latron control and requested service to resolve the issue. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. The spill was cleaned up according to the biohazard spill protocol. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) found that the tubing through vl49 was worn at the pinch valve. The fse replaced the tubing and verified the repairs per established procedures. Blood, controls, clenz or diluent can be present at the tubing through vl49 of the instrument.